Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8 mg blood collection tubes had clotting in tubes

Manufacturer narrative:
Other details is corrected to: see event description below. Describe event or problem is corrected to:it was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had clotting issues. No serious injury or medical intervention. Medical device brand name corrected to: bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. Unique identifier (UDI) # corrected to: (B)(4). PMA / 510(k)# corrected to: k972075.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had clotting issues. No serious injury or medical intervention.

Manufacturer narrative:
Medical device catalog # corrected 362788. Medical device lot # corrected 6173860. Medical device expiration date corrected 006/30/2017. Date received by manufacturer corrected 01/16/2017.